Manufacturer narrative:
This is 1 of 2 reports.

Event description:
It was reported via a legal notification, that an 82 yo male patient, initial optetrak knee implanted in 2011, (exact date unknown), underwent a revision procedure in (B)(6) 2023, approximately 12 years and 5+ months post the initial procedure. The client had never had any problems with the prosthesis. The client lived life to the full and did a lot of volunteer work. In (B)(6) 2022, he received a letter from the hospital in (B)(6), showing that there were problems with this knee prosthesis. The hospital advised patients with an optetrak knee prosthesis to have an x-ray taken. After assessing the photo, the doctors involved were so shocked that the client was advised not to put any more weight on the prosthesis. The client left the hospital on crutches because the prosthesis was completely worn out. A revision operation was necessary. Normally, the knee prosthesis would not have been removed, partly in view of the client's old age. After extensive research, the 2011 prosthesis showed that there was aseptic loosening of the cemented femoral stem. Unfortunately, this prosthesis had to be removed. The client was released home and cared for by family and attended physiotherapy every week. Despite vigorous exercise and physiotherapy, the client continued to experience a lot of pain in his upper leg. He required a walker and a walking stick so he could continue to move safely. With regard to the checks and because of the persistent complaints, the client was seen by the orthopedist. Ultimately, it turned out that the prosthesis that had been placed on (B)(6) 2023, had to be removed again. Compensation was requested. No further information.

Manufacturer narrative:
Report number: 1038671-2024-04168 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04168. The following sections were updated: h3: device not returned the reason for the revision reported may be the result of prosthesis wear and femoral loosening after being implanted for over 10 years. However, this could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, serial numbers, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.